Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the arterial clamp- ac arm long (620 mm). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the issue. During observation, a loose screw was located inside of the arterial clamp. Perform visual inspection, electrical safety inspection, functional safety inspection and tested modules. Tested all okay, unit is back in service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the arterial clamp was defective. There is no report of any patient injury.